Event description:
Information received by medtronic indicated that the customer reported low blood glucose which was 80mg/dl due to occlusion and was treated with food. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.